Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that his blood glucose had been high, following set changes with the insulin pump. The customer's blood glucose had been as high as close to 500 mg/dl and symptoms included frequent urination and bad behavior. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. The tubing was a bit darker in some spots. Insulin did exit the tubing during a manual prime and no leaks were found. The settings were correct. Low reservoir and low battery alerts appeared in the history. The bolus history was correct. The high pressure test and self-test were performed and passed. It was advised to change the entire set, reservoir and insulin. Nothing further was reported.